Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during use. Adverse event: none. It was reported that the device would not cross the different vessel. No patient effects were reported. No add'l event or pt info was available. During return device analysis, a balloon rupture was observed.